Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic entry system blade was not sharp during vitrectomy surgery. Surgery was completed after replacing a product with a new one. There was no patient harm.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. Three opened ophthalmic trocar assemblies were received for the report of blades not sharp. Samples were visually inspected and all were found to be nonconforming with damaged cutting edge and bent tip. Functional penetration testing was not performed due to damage of returned sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of trocar could not cut. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation the manufacturer internal reference number is: (B)(4).